Event description:
The trilogy evo device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were found in the ventilator's downloaded error log. It was also confirmed that the system pca was defective. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device is pending the completion of the investigation.